Event description:
Post implantation, the device was interrogated and it showed 52 resets occurred followed by a message, "altered protected registry not corrected" that was displayed during the interrogation. The device remains implanted, the programmer files were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars started to leak from the beginning. You could hear the hissing sound from the seal of the trocars. The gas flow was almost constant at about 7-8 l/min. It was leaking regardless of the instrument they used in the trocar. The insufflator managed to keep the pressure for about 1 hour, but then the pressure in the abdomen was too low to perform the procedure and they had used about 260 l of gas. They dropped nacl on the seal on the trocar, and they could see the bubbles. They changed to two other sleeves, but it didn´t help; it was the same problem as from the beginning. Then they put a 5mm and a 100 mm multiple use trocar, and the leaking problem was over. The total amount of gas was 334 l. The patient is (B)(6) and the weight is (B)(6). As a result of the difficulties encountered with this device, the procedure was prolonged 40 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.